Event description:
As reported by the user facility: all have the same issue of air bubbles in the line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Condition of samples: one unused sample in original packaging was returned for evaluation. Specific requirement(s): the sample was visually evaluated, and no defects were observed. Luer taper test was performed and both patient connectors failed luer taper testing. The sample was then subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Leakage was seen at both the red and blue patient connectors. Results description: the defect is confirmed. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.